Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was constantly giving alerts. The customer treated himself with glucose tablets. The customer stated that the insulin pump was alerting him that he had low blood glucose every 15 minutes. The customer described that he was receiving the low predicted alert while sleeping but tested for his blood glucose, which was actually 504 mg/dl at the time. The customer incorrectly took glucose tablets because he had thought that his blood glucose was low when, in actuality it was high. Troubleshooting was done. Advised that the insulin pumped passed all testing and that the customer's programming was correct. The customer further mentioned differences in the sensor glucose and blood glucose reading as well as the threshold suspend feature being activated. Troubleshooting was done. The customer stated that the cannula was bent. Advised that a replacement sensor would be sent. Nothing further reported.